Event description:
The facility representative reported a flo-gard infusion pump with "door open". This condition was found in the emergency room. This condition has the potential to interrupt delivery. The facility representative stated that there was patient involvement; however, there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the root cause of the reported condition was determined to be a missing magnet on the door latch. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with "door open" was confirmed and duplicated by baxter service personnel. The root cause of this condition was not determined. The door latch was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.